Event description:
A distributor reported in poland via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt946e optiflow + adult nasal cannula was found damaged during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Product background: the opt946e optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the myairvo 2 series of humidification devices. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases while the therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported in poland via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt946e optiflow + adult nasal cannula was found damaged during patient use. There was no patient consequence.

Manufacturer narrative:
Corrected data: b3 updated. (B)(4). Product background: the opt946e optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the myairvo 2 series of humidification devices. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases while the therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint opt946e optiflow + adult nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection of the opt946e optiflow + adult nasal cannula revealed the tubing was torn at the manifold. The tubing was found stretched of several areas. Conclusion: our investigation was unable to determine the cause of the observed damage to the opt946e optiflow +adult nasal cannula. Based on our knowledge of the product and our observation that the tubing was in use for 23 days and was stretched, the reported damage is likely to have been caused by the tubing being subjected to excessive force during use. Fisher and paykel healthcare's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt946e optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the opt946e optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also warn: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares.". "Cannula can become unattached if not used with the head strap clip.". "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face.". "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death.". "Do not crush or stretch tube, to prevent loss of therapy.". "Failure to use the set-up described above can compromise performance and affect patient safety.